Event description:
It was reported that the patient had to be revised ('05) because 4 xia system blockers became loose. The patient complained of pain and x-rays revealed that 2 blockers on both sides became disassociated from the screws.